Manufacturer narrative:
Manufacturing site investigation is on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Hip prosthesis adapter sleeve was incorrectly labeled leading to size x1 being implanted; instead of size s.